Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and duplicated the problem. System is currently under evaluation at the company's repair center.